Event description:
Dr (doctor) had to cut the end off 1 bent needle with pliers to be able to withdraw it. It happens at times when patients cough. No part of the device remained inside the patient. No additional procedures were required due to this occurrence. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
The actual lot number of the echo-hd-22-ebus-p device involved in this complaint was not provided. As the lot number was not provided, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation. With the information provided a document based investigation was carried out. The complaint information stated that user of the device had "to cut the end of 1 bent needle with pliers to be able to withdraw it." As the device was not returned for evaluation, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-hd-22-ebus-p could not be carried out as the lot number was not provided. No corrective action is warranted at this time. From the information provided. No part of the device remained inside the patient, no additional procedures were required due to this occurrence and no adverse effects to the patient were reported due to this occurrence. The 2 year complaint history has been reviewed and this complaint "needle breakage" represents an isolated occurrence for this rpn over this time frame. Complaints of this nature will continue to be monitored for potential emerging trends.